Event description:
Information was received from a consumer regarding a patient receiving bupivacaine with an unknown dose and concentration and morphine with an unknown dose and concentration via an implantable pump for spinal pain. It was reported one day the patient thought it got cold and the battery was low. The patient was outside and it started to alarm. The patient stated once they warmed up the alarm stopped. The patient did not recall when it happened. The healthcare professional (hcp) later reported there was no record of any alarms or pump malfunctions for this patient. The hcp stated that the patient has had recent reprogrammings and interrogations, but the office was not made aware of any errors/malfunctions. The hcp confirmed that telemetry performed on (B)(6) 2017 showed that eri (elective replacement indicator) was at 45 months at that time. It was indicated that it was unclear which pump these allegations were referring to, and the hcp further confirmed that there was no current battery issue, and that the office had no indication that there was ever a problem with the patient's pump. No symptoms reported. Event date was unknown. No further complications were reported/anticipated. There was additional information reported that was not relevant to this event and therefore was omitted; see (B)(4)-catheter clogged, withdrawal and (B)(4) low battery or end of service.